Event description:
On (B)(6) 2014, implantation of an access port via subclavian vein. On (B)(6) 2014, disconnection and migration of the catheter discovered during an x-ray checking.

Manufacturer narrative:
Batch history review: mfg file was reviewed. Compliance with our specs and no abnormality detected. Investigation results: the device was not returned for eval. Examination of the x-ray pictures received for eval: (B)(4) 2014, access port placed via the right subclavian vein. The catheter is not completely mounted onto the whole length of the exit cannula. On (B)(4)2014, catheter disconnected from the port and located to the superior vena cava / heart. Conclusion: the catheter disconnection happened only 10 days after implantation. The batch history review shows no discrepancy, the catheter has been incompletely mounted onto the exit cannula. These elements allow to deduce that the probable root cause of this premature incident is an incorrect connection of the catheter to the port by the user. The IFU specifies that the catheter should be push onto the exit cannula ensuring the catheter covers the whole length of the exit cannula. No corrective action is envisaged.